Manufacturer narrative:
Device was received with intermittent button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test due to no button response. Device passed the self test and the displacement test. Device was also received with cracked select button keypad overlay.(B)(4).

Manufacturer narrative:
Device was received with intermittent button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test due to no button response. Device passed the self test and the displacement test. Device was also received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had crack in the middle button and also the 4 buttons arrows are intermittently not working which will takes time until it works. The customer¿s blood glucose level was 91 mg/dl at the time of the incident. Insulin pump buttons had issues intermittently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.